Manufacturer narrative:
Csi ID: (B)(6).

Manufacturer narrative:
The physician stated the cause of the perforation was the oad. However, the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. An attempt to retrieve the device lot number is under way. If the lot number is provided, a DHR review will be performed, and a follow-up report will be sent. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the right coronary artery (rca) and left anterior descending artery (lad). Prior diagnostic imaging had revealed eccentric, heavily calcified plaque extending from the proximal rca to the mid-rca. There was also a distal rca lesion just proximal to the bifurcation of the posterior descending artery and posterolateral vessel branches. Additionally, there was heavily calcified plaque in the mid lad. The physician planned to treat both areas. Difficulty was encountered during the attempt to advance a non-csi guide wire through the distal lesion, and a second non-csi guide wire was used to traverse the distal lesion. Thereafter, an angioplasty balloon could not be delivered to the distal lesion, and a microcatheter was placed for wire exchange to a viperwire guide wire. Glideassist was used to advance the oad across the proximal and mid-lesions. Four to five treatments were administered on low speed. Imaging was performed between each treatment, and no issues were identified at that time. The oad was then removed, and angiography was then performed, and a perforation was identified in the mid-rca. Several attempts were made to seal the perforation from within the artery using balloon tamponade. This was unsuccessful in resolving the perforation. Several unsuccessful attempts were then made to deploy a covered stent. A pericardial effusion was identified using ultrasound, and a pericardial drain was successfully placed. After several more unsuccessful attempts to resolve the perforation, the patient was transferred to surgery for a bypass of the rca and lad. The physician's opinion was that the perforation was caused by the oad. The physician also stated he would not have treated the patient any differently if he'd had the chance to repeat the procedure.